Event description:
It was reported that the patient experienced pain/shocking sensation due to stimulation turning up high. As such, the patient went to the hospital where the therapy was turned off. Surgical intervention may take place at a later date to address the issue. Investigation was unable to determine which of the leads attributed to the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000158497. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.